Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The brake assembly was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600's flip flop brake would not engage and that the c arm was difficult to move. There was no adverse pt involvement reported. There was no pt info reported.